Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) failed calibration for oxygen (02) sensor readings. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the epgs to a system-1 simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. He initiated calibration and calibration failed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100 percent o2 was 3.49 volts, outside the specification of 0.55-2.758 volts. The pst temporarily replaced the o2 sensor with a lab-tested sensor; calibration still failed and the output of the o2 sensor was still out of specification. During further testing, he found that 100 percent o2 was achieved by turning the o2 knob fully counter-clockwise and 21 percent o2 is fully clockwise which is opposite of normal. The electronic patient gas system (epgs) does not calibrate because the blender is at 21 percent o2 during cal instead of 100 percent. The pst observed that the air and oxygen hoses were reversed. He changed the input hose connection to their normal location and the epgs operated as designed; it calibrated and the output of the o2 sensor was 1.92 volts, within the specification of 0.55-2.758 volts. The epgs was reconditioned in june 2012 and it was due for two year reconditioning but the customer did not want epgs replaced. The oxygen sensor was also due for replacement in september 2014. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information become available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Data log analysis suggests that calibration failed each time with "o2 sensor out of range at calib" with voltage at about 3.5 volts (v). The acceptable range is approximately 0.5v to 2.7v. Per discussion with the user facility's biomedical engineer (biomed) on 06/08/2015, he informed the manufacturer that he had been trying to rebuild the gas blender in this electronic patient gas system (epgs) by themselves. The problem occurred when they were testing after the rebuilding. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The calibration button did not become active (grayed out) after two separate thirty minute warm up intervals. There were no gas leaks present. The o2 sensor currently installed in the epgs has lot number 12386-104. The biomed is returning the unit to the manufacturer for further evaluation.